Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left superficial femoral artery. The 90 to 95% stenosed target lesion was located in the non-tortuous and moderately calcified left superficial femoral artery. A 6.0 x 100mm x 135cm mustang balloon catheter was selected for pre-dilation and was advanced to the lesion with some resistance. On the first inflation, the balloon ruptured on 18atms after being inflated for 5 to 10 seconds. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left superficial femoral artery. The 90 to 95% stenosed target lesion was located in the non-tortuous and moderately calcified left superficial femoral artery. A 6.0 x 100mm x 135cm mustang balloon catheter was selected for pre-dilation and was advanced to the lesion with some resistance. On the first inflation, the balloon ruptured on 18atms after being inflated for 5 to 10 seconds. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device found that the balloon material was torn longitudinally for a distance of 65mm running distally for approximately 2mm distal to the proximal transition zone. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).